Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter syst., dual port, maxzero¿ needle-free connector, the device experienced safety mechanism, needle disengagement (removal) difficulty. This event occurred three times. The following information was provided by the initial reporter. The customer stated: "stiff cannula, difficult to remove despite loosening." Follow up "I've had a few problems with really stiff cannulas as I've tried withdrawing the needle and as a result, I've 'blown' a few vein's annoyingly, vein's I previously wouldn't have done this to. This is despite loosening the device before use."